Event description:
It was reported to baxter (B)(4) that one (1) ce infurosr lv2 device was discovered leaking prior to connecting to the patient. According to the customer, it is unknown where the the device is leaking from. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking" was confirmed at the location of the luer lock and blue winged cap. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4) . A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.